Event description:
Caller alleged discrepant results using the inratio2 meter: results as follows: date: (B)(6) 2011, inratio2: 2.8; (B)(6) 2011, 3.0, 2.4. Meter and lab tests were done within 30 minutes of each other.

Manufacturer narrative:
Investigation pending.